Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 reader would only turn on when plugged into data cable. As the customer was unable to monitor glucose, she subsequently experienced shaking, sweating, and loss of consciousness. The customer reported she self-treated with insulin before losing consciousness, then treated with juice with assistance from her husband after coming to. There was no report of death or permanent injury associated with this event.